Event description:
The pharmacy prefers to remain anonymous. Specialty pharmacy: the pharmacy has received some e-prescribing errors. The specialty pharmacy is a part of a health system and shares an ehr (epic) with the health system; however, the pharmacy has a separate dispensing system (scriptpro). Some examples of e­ prescribing errors that have been caught by pharmacy staff include: the ehr will default to inpatient types of treatment rather than outpatient, so an order may be accidentally sent as IV rather than something that would be self-administered by the patient. This is mainly due to buttons or defaults but providers can change the route if needed. This has improved as providers have become more accustomed to the new ehr. The pharmacy transitioned to epic in 2021. If a specific drug is not set up in the ehr, the prescription will print rather than being sent electronically; however, the doctor is unaware that it didn't send electronically so the pharmacy will never receive the order. A pop up does occur stating that the prescription printed but sometimes the provider does not see it if they are busy with another task. The pharmacy will find out when the patient calls asking about the prescription that was never received. Compounding order errors (non-oncology outpatient infusion). One example when a wrong strength of a compound was selected by the prescriber, but specialty pharmacy staff realized the discrepancy before dispensing because the formulation was different from what the patient was on before. Self-injectable medication orders may be sent without an order for supplies (such as needles/syringes). (B)(4).